Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient was last seen in 2008 (date unknown) and was reported to be doing well. As far as the physician knows, the patient has not had any complications. All other information is unknown and unavailable.